Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 575 mg/dl. Prior to the event, the customer had been getting no delivery alarms, but he did not change the infusion set. The customer was also vomiting. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.